Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt has been experiencing a lot of pain and thinks it's due to the fact that they have been unable to use their device. Caller stated that pt has been in the hospital since (B)(6) 2024 and will be transitioning into a nursing home. Caller stated that pt's daughter stated that they have contacted manufacturer regarding the issue but haven't gotten the help that they need to resolve the issue. Caller stated that pt's daughter stated they attempted to charge the ins but wasn't able to successfully begin a recharge session. Caller was not with pt at the time of call so further troubleshooting was unable to be performed and serial numbers of external equipment was unable to be collected. Tss reviewed information and recommended that pt contact patient services for further assistance.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial #: (B)(6), implanted: (B)(6) 2018, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.